Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the central control monitor (ccm) touchscreen was completely frozen. As mitigation, local controls were used to shut off the roller pumps and force a shut down. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), the ccm mouse was not tracking and the end user could not properly shut down the pump. The end user tried turning the pump off and back on but the problem persisted. The fsr replaced the ccm. Release/verification testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that with the central control monitor (ccm) attached to lab use only testing equipment, the touch screen was functional for the entire evaluation. The ccm operated as intended. Per data log review, the system was powered up on (B)(6) 2022 at 11:34:48 am. A perfusion screen was opened at 11:42:37 am. The system was power cycled around 11:44:26 am and came up at 11:45:44 am. A perfusion screen was opened at 11:45:58 am indicating the touch screen was working. At 11:54:43 am the system switched to battery backup. At 12:15:58 pm the perfusion screen was exited (touch screen still working). At 12:13:11 pm the ccm was shut down. The system was powered up at 12:14:41 pm. A perfusion screen was opened at 12:14:54 pm. At 12:15:56 pm the perfusion screen was exited. At 12:15:51 the ccm was shut down, indicating the touch screen was still working. The system was not powered again until on (B)(6) 2022. There was no indication in the log of the touch screen not working.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the central control monitor (ccm) touchscreen. Verification/release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.